Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient dislike charging and was experiencing pain. No device malfunction was suspected. The patient underwent and ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.